Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient's pump was inserted in their back because their abdominal areas had surgeries and a lot of scar tissue. The patient stated the doctor said it would be dangerous to put the pump up there so they put it in their back. Since they got the pump, the patient would try to connect the handset and communicator to the pump and it would take 12 or 15 attempts to find the pump or, on occasion, it would not find it at all and they would have to quit and take oral medication, which the patient hated doing because it was stronger and, on very rare occasion, it would work immediately. The patient mentioned that it was almost like it had a very narrow position area that they had to hit and they didn't know what was going on with the device because by the time they ended up getting it fixed, their arms were hurting and "everything else back there". During the call to patient services, the patient was getting a "pump not found" message. The patient repositioned the communicator and was able to connect. The patient also stated that the handset would get stuck at 91% while retrieving pump settings. Patient services walked the patient through clearing data. The patient planned to monitor the issue and would call backif needed.

Manufacturer narrative:
Continuation of d10: product ID: a820 lot/serial# unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.